Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet insulin pump exhibited a screen malfunction that prevented selection on the touchscreen after being carried in a pocket, and a replacement device was provided. Symptoms included no reported changes in blood glucose and no adverse clinical effects. Outcomes included continued use of cgm with no alerts or alarms reported and successful replacement logistics with data not transferred to the new device. Investigation included collection of photographic evidence, verification of shipping and return logistics, user guidance to shut down the device, and data sync instructions prior to return. Investigation of this case revealed a screen visibility and usability failure consistent with a hardware display/input issue. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical or electronic malfunction of the screen interface.